Event description:
The event took place during an iliac crest biopsy proceudre. When the surgeon tried to remove the stylet, the plastic handle came off. The needle had to be pulled out of the patient's bone with the aide of pliers.